Manufacturer narrative:
Data logs was reviewed and did not reveal any major positioning issues or suction during the case. Hemolysis testing was performed and the pump passed hemolysis testing per FDA astm standard f1841. The root cause of the elevated ldh was likely due to poor patient condition.

Manufacturer narrative:
The impella cp optical pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white female patient had impella cp optical pump inserted for acute myocardial infarction (ami)/ cardiogenic shock (cgs). The patient developed severe hemolysis. As a result, the pump was removed, two (2) units of red blood cells (rbc) was given, and another cp pump was inserted.